Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the pump powers with returned battery cap. The battery cap is able to fully tighten. The battery compartment intact. Evidence of moisture contamination inside battery compartment and on underside of battery cap. Leak test passes. There was no evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.